Manufacturer narrative:
Date of event was reported as (B)(6) 2016. Section information references the main component of the system and other applicable components are: product ID (B)(4), serial# (B)(4 ). Product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported that the implantable neurostimulator recharger (insr) was not taking charge since two months prior to the report. It was also reported that the insr would not charge the implant; the implant was depleted. Additional information received from the patient on (B)(6) 2016 reported that there was a broken connector pin on the desktop charger. The patient mentioned they had their implantable neurostimulator (ins) for leg swelling and numbness and the ins was ¿dead¿ because they could not charge. They also stated like there were ¿ants in her feet¿. There was no out of box failure reported in the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.